Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all half height cubie pockets from drawer 6.1 had failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pockets from drawer 6.1 (main) were not opening nor releasing. A field service engineer (fse) found half height drawer 6.1 had no pockets detected on bus. The fse dialed in remotely and rebooted station, verified all pockets were detected on all drawers. The system functioned as intended after the field service engineer repaired the device.